Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date not available for this system at time of filing. The manufacture representative performed a system checkout while at the site and was not able to duplicate the issue. No parts have returned to the manufacturer for evaluation.

Event description:
Information was received from a health care professional via manufacturer representative regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy. The surgeon was 1 inch inaccurace when the imaging system scan transferred to the navigation system. There was no impact on the patient outcome.

Manufacturer narrative:
Patient information was received from the site.